Event description:
It was reported when using the bd luer-lok¿ syringe had found black particulate inside the 20ml syringes. The following information was provided by the initial reporter. The customer stated: mds bd1 - 301031 we were notified of a complaint from a customer stating black particulate in the 10ml and 20ml syringes.¿

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information received. Material no:301031. Batch no: 1356495. It was reported by the consumer black particulate in the syringe. Verbatim: mds bd1 - 301031, we were notified of a complaint from a customer stating black particulate in the 10ml and 20ml syringes. If it is indicated that a sample is available please provide shipping instructions within 30 days or the sample will be disposed of.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 301031 and lot number 1356495. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
Follow up MDR for additional information received. Customer medwatch indicated a previously unknown batch number. Batch number updated in section d.

Event description:
Batch number received.